Event description:
The customer contacted stryker to report that the battery could not be inserted into the device. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and was able to duplicate the reported issue. The stryker service representative noticed that the device's rear and front cases brackets were broken. Stryker provided the customer with a repair quote. The cause of the reported isse was determined to be a break in the device's rear and front cases brackets. Stryker provided the customer with a repair quote, but, after multiple attempts, no response has been received from the customer. The device remains archived with stryker. No additional information will be forthcoming at this time. If new information becomes available after the repairs have been completed, the investigation will be reopened.

Event description:
The customer contacted stryker to report that the battery could not be inserted into the device. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.